Event description:
It was reported that a balloon rupture occurred. The target lesion was located within the shunt. A 7.0mm x 40mm x 75cm athletis balloon catheter was advanced for dilatation. During the initial inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications as a result of this event.